Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available, that changes this assessment, amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a dynesys l.i.s. Fusion cord 100 on (B)(6) 2012. The patient was revised on (B)(6) 2014 due to pain.

Manufacturer narrative:
Five pedicle screws were returned for investigation together with two stabilizing cords and three spacers. The screws show traces of osseointegration and no significant damages. Two spacers, namely the two bridging l3 and l4 on both sides show deformations the right spacer deformation of the hole, the left spacer deformation of the outer circumference. The reported event is pain. Anecdotal intra-op information reports that good fusion could be observed on the l3-l4 level and questionable fusion on l2-l3 on right side. It is reported that a stenosis at l4-5 was detected with MRI. The stenosis is possibly the cause of patient's pain, but pain cannot be related to a single specific failure el consumer mode. However, all potential failure modes and causes are captured in dynesys dynamic stabilization system risk management file. It is likely that a stable fusion segment l3-l4 might have been developed a typical postoperative complication like an adjacent level diseasei has also to be considered that the patient has a bmi of 30.11 and that obesity is listed in the contra-indication for the dynesys implant. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4)considers this case as closed.

Manufacturer narrative:
This info does not change the assessment of the case. Zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
FDA 522 study was closed, research report was received. DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that the patient complained about pain, all dynesys implants were removed on (B)(6) 2014. The available documentation reported that the patient had a bilateral stabilization of l3-l4 on (B)(6) 2008 with a dynesys implant. On (B)(6) 2012 the patient had to undergo an extension of the dynesys system on the right side for unknown reason. In the revision surgery, the stabilization cord of the right side was removed (and discarded) in order to extend the system to l2. On (B)(6) 2014 the patient had to undergo another surgery, where the dynesys system was explanted, due to pain of the left tight/buttock with stenosis at l4-5, evidenced by MRI. No MRI pictures were available. It was also reported that the screws were solid within the pedicles and that there was no loosening. Anecdotal intra-op information reported that there was good bridging of bone and good evidence of fusion at l3-l4 on both left and right side. Questionable fusion was reported at l2-l3 on the right side. No evidence of fusion at l2-l3 on the left side. The removed dynesys was replaced by (B)(6) zimmer system. The patient data: weight (B)(6) lbs, hight (B)(6), bmi (B)(6). This means that the patient was obese according to bmi definition. Devices analysis: the retrieved products were implanted at the level l3-l4 on the left side and at l2-l4 on the right side. All the parts were marked with the anatomical location from which they were removed. The pedicle screws showed considerable remains of bone attachments except of the pedicle screw removed from l2 which showed slightly less bone ongrowth than the others. On the screw heads slight scratches could be observed. The set screws looked inconspicuous. Three different spacers were received. Comparing the right and left spacer from the segment l3-l4 it was obvious that they had not nearly the same length. The length difference was about 7.5 mm which equals (B)(4) length difference. The left spacer was mildly deformed in longitudinal direction and showed several cuts located in one area on the lateral surface. Furthermore, the channel of the spacer was slightly enlarged at one end and the inside showed a slight impression of the cord. On both faces of the spacer, a slight indentation was visible from the screw head. The spacer located at l3-l4 on the right side was mildly deformed in longitudinal direction. Some damage probably deriving from the revision surgery could be found located in one area on the lateral area of the spacers. Furthermore, the channel was enlarged to an oval by the cord and there was a slight cord indentation in the channel of the spacer. On both faces indentations of the screw head could be observed. The spacer from the right side at l2-l3 seemed to be oblique. Only isolated cuts probably deriving from the revision surgery were visible on the lateral area of the spacers. There was a slight cord indentation in the channel of the spacer. The channel of the spacer was slightly enlarged at one end. Further, the spacer showed indentations of the screw head on both faces. Two cord pieces were received, a smaller and a larger piece. Both were slightly discoloured and feature slight damage of the outer layer in the contact areas. Beside that no other damaged areas, e.g. Worn areas, could be identified. The smaller cord was missing the centre fibres at one end. Pet cords: atr-ftir spectra of the dynesys pet cords showed no difference neither between contact area and non-contact area, nor inner fibers and outer surface among explants and reference. The measured carboxylic indexes for the explanted pet cord, indicative for hydrolytic degradation were all below the limit of detection of (B)(4). The comparison of the molecular weight mw of the explant to the reference cord was within the measurement uncertainty of the method. The molecular number mn comparison of the outer woven cord of the non-contact area of the explant and the representative area of the reference cord exceeded the measurement uncertainty. Pcu spacers: the results of the difference atr-ftir spectra showed only one result above the detection limit of (B)(4). The results showed a deviation of (B)(4) on the surface of the explant's non-contact area and the reference spacer. Ftir spectra covered both, hard and soft segments, assessing each at two representative wavelengths. It was assumed that relevant degradation would have been detectable at both respective wavelengths of a segment type. The gpc analysis showed a lower molecular weight mw and molecular number mn for the retrieved component when comparing to the reference material in a range of (B)(4). The comparison showed all except for one result exceeding the measurement uncertainty of + or - (B)(4). A depth related comparison was performed on the retrieved component near the surface to the bulk. It was assumed that potential degradation would have occured preferred near the surface. Therefore, the bulk value was used as a basis for the calculation. The depth specific analysis of the retrieved spacer showed similar molecular weight mw between surface and bulk, indicating the absence of relevant material changes over time. On the basis of the retrieval investigation the reason for the pain leading to the revision surgery cannot be defined. The longitudinal deformation as well as the different indentations seen on the spacers can be ascribed to cold flow. The macroscopically visible modifications found on the spacers and cords did not affect the proper functioning of the system. The system was initially implanted at the level l3-l4 and extended unilateral only on the right side to l2. Unilateral dynesys system application is listed as contraindications in the surgical technique. Polymers consist of repeat units chemically bonded into long chains. Physical properties of a polymer are related to the length of the polymer chains, which is often expressed in terms of the molecular weight mw. However, polymers are polydisperse meaning not all chains are of equal length, so the molecular weight is a distribution of chain lengths. The molecular weight assessment covers different aspects of the molecular chain length. Long chains contribute more to the mw, ensuring integrity of the polymer with its mechanical properties. The molecular number mn is the statistical average molecular weight of all polymer chains, which considers also shorter chain fragments. The molecular weight for the pet cord is within its measurement uncertainty except for one mn value. This value is slightly decreased compared to the reference sample, suggesting formation of shorter chain fragments. However the ftir spectra did not indicate that detrimental effects occurred because no significant changes in the spectra were found. The carboxyl indices of all analyzed pet cord samples were below the detection limit of (B)(4) which indicates that no noticeable hydrolytic degradation took place. For molecular weight measurement of the pcu spacer two individual assessments were made: comparison of the retrieved component with a reference component and a depth related comparison on the retrieved component near the surface to the bulk. The comparison of the retrieved spacer with the reference showed a lower molecular weight for the retrieved component. However the depth specific analysis of the retrieved spacer showed similar molecular weight between surface and bulk, indicating the absence of relevant material changes over time. Additionally, ftir spectra were assessed for peaks at different wavelength, attributed to specific molecular characteristics. Mean values of those support that there are no relevant material changes over time. Thus in light of general molecular weight variation of lot's and in particular for pcu, the revealed difference between reference and retrieved spacer cannot be attributed to a specific reason. These values depend on a single retrieved specimen only for which its inherent stability for surface to bulk comparison is suggested. Therefore it is assumed that molecular weight changes are due to lot variation and not due to biodegradation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).